Manufacturer narrative:
The customer declined to provide any further information including what is requested in these fields.

Event description:
Reporter alleged obtaining the results of 370 mg/dl, 270 mg/dl, 150 mg/dl and 150 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.